Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the back end sub assembly was found to be corroded. In addition the bearings, spacers, and snap rings demonstrated a large amount of corrosion. Therefore, the reported condition was confirmed. It was determined that this was due to foreign fibrous material left behind by a cleaning instrument causing the locking mechanism to malfunction. It was determined that this coupled with the locking mechanism failure resulted in total failure of the attachments the assignable root cause was determined to be due to cleaning, sterilization, and/or maintenance procedures not followed as per directions for use, which is user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during a lumbar spine surgical procedure, it was discovered that the burr device would not spin in attachment device once the device hit soft tissue. According to the reporter, the burr device was spinning freely until the device hit the soft tissue and then stopped. There is no alleged malfunction against the burr device. There were no delays to the surgical procedure and a spare device was available for use to successfully complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.